Event description:
Two pt samples with discrepant results for benzodiazepine. Pt 1, initial result gave 96 ng/ml; repeat gave > 200 ng/ml. Pt 2, initial result gave 23 ng/ml; repeat gave 11 ng/ml. Sample repeated twice with dilution giving 1375 and 4753 ng/ml. Both pt samples confirmed positive using lcmsms. No adverse events reported in association with the results. If additional info is received, appropriate notification will be provided.